Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision procedure of an l2-ilium, non-union at l3, l3-l4/ three column fracture. Previous instrumented case was supplied by medtronic using legacy 5.5mm titanium. Failure of hardware resulted in surgical approach in an attempt to fuse segment using depuy synthes spine expedium 5.5mm titanium in conjunction with viper cortical fix screws. Initially exposure of hardware confirmed radiographic picture showing rod failure of previous construct. Surgeon planned to proceed with case, l2-ilium posterior lateral fusion. Medtronic crosslink was removed as with set screws of entire construct. Successful removal of msd legacy instrumentation, including screws allowed surgeon to access sizes and plan for reinstrumentation. Upon inserting l4 on the left (previous 7.5x55mm) screw, a viper cortical fix 8x55 was initially selected as a replacement. Re-tapping of the previous screw hole did not occur. Upon insertion, surgeon began to experience resistance from screw insertion torque. He then decide to take out the screw using the same polyaxial screwdriver and tap with an 8.0 expedium tap. After reinserting the same screw, the screwdriver broke and removal of the instrument confirmed that the t20 "tip" broke, flush, inside the screw's shank. He then proceeded to tap s1 with an 8.0 tap and then followed it with an 8.0x50mm screw (to replace the legacy 7.5x50mm). Following partial insertion of the cortical fix 8.0x50mm screw he experience resistance through tactile feedback of rotation torque. Main insertional torque occurred at cortical threads of screw shank. At this point, the screw had 5mm of shank left exposed and needed to drive the screw flush. As he proceeded to drive the screw, the t20 tip broke on the 2nd screwdriver. He immediately called for a broken screw removal set, which was available on the backtable. He took a metal cutting burr and broke the tulips of l4 and s1 screws. He then used the screw extractor (7.0mm from dss srb) to take the exposed screw shanks out. He removed l4 first with no issue. He then moved to s1, which proved to be more troublesome. He tried a 5.0, 6.0, 7.0 and an 8.0. He finally managed to remove that s1 shank with the same 7.0mm extractor bit he used from l4.

Manufacturer narrative:
(B)(4). Two expedium quick connect single innie polyaxial screwdrivers (product code: 2797-12-400, lot number: mi41515) were returned to the complaints handling unit (chu). Both returned drivers featured broken tips. Due to this damage, both drivers were submitted for fracture analysis. Optical imaging of the driver tips reveals plastic deformation at the hexlobes and torsional shear markings following circular patterns. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the drivers underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination sites. No material defects or other abnormalities were observed in this analysis. Driver met hardness specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tips breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.